Manufacturer narrative:
One 13f agilis sheath and dilator were received for investigation. The device was returned for insertion difficulty and device damage. The reported insertion difficulty could not be confirmed. No anomalies were noted when the dilator was advanced through the returned sheath, and no gap was noted at the dilator/sheath transition. The reported device damage was confirmed. The dilator was noted to be bent circumferentially 0.3¿ proximal to the distal tip and perforated 0.3" proximal to the distal tip. No other visual anomalies were noted. The damaged dilator tip was not able to be replicated with dilators from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a volt af procedure, an attempt was made to advance the agilis 13 fr sheath into the vena cava towards the right atrium, but this proved difficult, and the wire could only be advanced with resistance. When the agilis was withdrawn from the patient again, it was apparent that the dilator at the tip was bent. The dilator was then replaced and a more rigid guidewire was used, allowing the agilis to be advanced into the right atrium without further problems. This report is to advise of a perforation found in the distal tip of the dilator during analysis.